Event description:
The customer reported that the front lock protrusion of his olympus 4mm telescope was loose and falling off. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
The device evaluation is on-going. Should additional/relevant information received, a follow up report will be provided.

Event description:
The issue occurred for a therapeutic procedure which was completed using same device.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 14 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's complaint of a loose and detached front lock protrusion was confirmed. Based on the results of the investigation, it is likely the front lock protrusion part is loose and has fallen off due improper handling and application of excessive mechanical force to the scope like fall, shock or similar stress. Olympus will continue to monitor field performance for this device.